Manufacturer narrative:
Evaluation results: related to operational context (device damage coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure). Deformation issue. Conclusion results: related to operational context (device damage coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the rca exhibiting 90% stenosis. It was reported that the physician proceeded to use a 1.50mm diameter x 12mm length sprinter legend device but the balloon failed to pass through the lesion. The physician changed to another brand balloon to complete the surgery, no patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the balloon was observed to be leaking. Evaluation summary: the device was returned for evaluation. The balloon had been inflated. The device failed negative prep. Two pinhole tears were detected on the balloon working length over the marker band. A scratch was evident running into both of the pinhole tears.